Event description:
The manufacturer received information alleging a ventilator's respiratory rate setting was measuring above the stable rate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The error log did not indicate a failure, but the device's sensor board was replaced to address the issue. After the sensor board was replaced, it was confirmed that the respiratory rate became stable as set and determined that the sensor board was the cause of the failure for the reported issue. Lastly, they repair tested, alarm checked, battery checked, and cleaned the unit. It was confirmed that the unit operated properly.